Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead impedance warning and the lead displayed high impedance. It was also reported there was possible under-sensing of the atrial arrhythmia versus atrial lead over-sensing. A request for additional information was made. The leads remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The right ventricular (rv) lead displayed noise. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was a right ventricular lead fracture and surgery was performed.